Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring before the issue. There was no reported adverse impact to the customer¿s blood glucose level. The caller did not reset the pump for this malfunction in the last 24 hours, so technical support provided reset information and assisted with the reset. The malfunction code did not reappear after resetting, allowing the customer to continue using the pump, with instructions to call back if the issue recurs.